Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas2313 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during infusion of cystopatine the patient felt compression at the level of the left arm near the cvc. During the following clinical evaluation there was high imbibition of skin and underskin, suspecting extravasation of chemotherapy. They suspended infusion and noted rupture of the device at 36cm. On (B)(6) 2017 - additional information stated that cisplatin was infused, which is a vesicant.